Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector system. After the iol was inserted, the posterior capsule tore. The incision was enlarged and the crystalens iol was removed and replaced successfully with a different lens model. Reference MDR# 2031924-2010-00027.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The device was returned to (B) (4) for eval and subjected to visual examination, which revealed the haptic was cut/torn at the hinge. No lens damage was reported by the physician. The condition of the iol is consistent with iols that are removed from the eye where the iol is dissected in order to enable removal through the smallest incision possible. (B) (4).